Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Due to the patient arm reddened and become swollen, the staff starts procedure of removing the catheter but unsuccessfully then performed angiography showed that catheter formed few nodules and can't be removed in usual manner so it was removed in surgery way.

Manufacturer narrative:
This complaint is not confirmed. When examining the 3 returned samples only one sample could be flushed; the two others showed several occlusions and could not be flushed. All catheters showed fibrines adhering to the catheter tube. A typical reason for inflammation or redness is an allergic reaction of the patient to latex if powdered latex gloves are used during insertion. In our IFU we therefore recommend to remove all residues of glove powder and starch before touching the catheter. As this is the very first complaint for batch (B)(4) and (B)(4) and the very first regarding phlebitis on code (B)(4) a manufacturing fault is very unlikely.

Event description:
Due the patient arm reddened and become swollen the staff starts procedure of removing the catheter but unsuccessfully then performed angiography showed that catheter formed few nodules and can't be removed in usual manner so it was removed in surgery way.